Manufacturer narrative:
B3/d10: the event occurred on unspecified dates, two (2) days in a row. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump over-infused. This was observed during patient infusion with a hydration line on one pump and a 24-hour chemotherapy infusion on another pump connected to a y-site below the pump; the chemotherapy set used was a ¿short¿ set. The infusions were running at the same rate of 23.4 ml/hour and the same set up was run 2 days in a row: however, both days the infusion completed in 23 hours rather than 24 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6 (update codes) and h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.